Manufacturer narrative:
Re-submitting this case (3002807350-2016-00002) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. Based on the information received from the facility, during visual inspection prior to usage of the set, the technician did not notice any abnormality on the set. There was no leakage observed on the set for the entire treatment. The patient did not encounter any blood loss and no ill effects to him right after the incident. The detachment occurred after the entire dialysis treatment was completed and while the patient care technician was retracting the needle set into the wingeater safety guard. The facility had modified the technique of retracting the needle device for this particular patient due to the patient treatment requirement of placement of the needle. The technician took the needle device out from the patient's access and retracted the needle into wingeater safety guard. Neither there was no accidental needle stick injury to the technician nor injury on the patient's access at the time of the incident occurred. After decontaminating the returned sample, we conducted visual inspection and dimensional measurement to confirm if it was within the specification. The inner diameter of the tubing and dimension of wing stem on the avf folded wing were measured and found to be within the specification. The insertion mark was observed on the tubing. Based on visual inspection, the insertion mark was found to be within specification. Thus, we could not rule out the possibility that significant force was used during retraction that could have resulted in detachment. However, we have taken corrective action based on the suspected causes. We will monitor our production process to prevent the recurrence of such reported defect. Lastly, jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Facility's (fms roanoke dialysis) initial report: upon removal, needle tubing separated from wings. Upon removal of fistula needle and engaging the safety device, the needle tubing separated from the wings. Facility's additional information: the device was in use for 3 hours and 25 minutes and there was no leakage from the device during the entire treatment. There was no abnormality observed throughout the entire dialysis treatment. The patient did not experience any blood loss and there was no ill effects to him right after the incident. There was no injury on the patient's access and the technician did not encounter any needle stick injury due to the incident. The detachment of tube from needle and wing assembly occurred after the entire dialysis treatment was completed and when the patient care technician was retracting the device into wingeater safety guard using unassisted method.